Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer failed intermittently. A field service engineer (fse) logged into a hardware test application (hta) ran diagnostics on the drawer and found that the position sensor was not showing. Fse removed the back panel, inspected the drawer controller board and found that the position sensor was not fully seated. Fse removed the back of the drawer and seated the position sensor connection to the drawer controller board and reassembled the drawer and reconnected the pyxibus cable and powered the station up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es main full height drawer was intermittently failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.